Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-20135. It was reported the pt did not feel adequate stimulation in the right leg after multiple reprogramming attempts. The physician replaced the original lead. F/u revealed the pt had pain at the ipg site. The original ipg pocket site was too large, therefore the ipg had moved from a lateral to midline position. The ipg was repositioned above its original location on the right flank. The physician opted not to replace the ipg. Surgical intervention resolved the issue. Bilateral stimulation was rec'd in the legs and buttocks post-operative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.